Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured bleeding (left) groin impella site with a "possible" relationship to the impella device used: ¿11/1: impella placed from l groin today. Slow bleeding from l groin impella site noted by primary team despite pressure on the wound. Vascular surgery consulted for evaluation. Hematoma to left groin with hemostasis after holding pressure for ~45 min. Lidocaine/epi injected near site for superficial bleeding. Baseline hemoglobin (10/31): 15.0 11/1: 12.0 11/8: 7.1.¿ the patient recovered with sequelae.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.